Event description:
During the procedure, a communication issue occurred, and the procedure was cancelled. Following an update to a new cryocouncil, temperature swings were noted on the thermocoupler. A second reordconnect and second amplifier were used, however, the issue persisted, and the case was abandoned.

Manufacturer narrative:
One ensite¿ velocity¿ cardiac mapping system was received for investigation. Power was applied to the returned amplifier which successfully completed the post (power on self-test) and the system status light cycled to green within the anticipated three-minute time period. Normal functionality was confirmed by the system functional test with no failures or error messages reproduced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review). Based on the information provided to abbott and the investigation performed, the root cause of the communication issue and subsequent cancellation cannot be conclusively determined.